Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 5 of 6: same failure, same product ID, different procedures. Other mfg report numbers: 2523190-2016-00146, 2523190-2016-00147, 2523190-2016-00148, 2523190-2016-00149, 2523190-2016-00151. It was reported that during a visceral procedure, the welding of the tube broke. The device was in contact with the patient however, no patient injury was reported. The event lead to one hour surgical delay which is considered a significant increase in relation to surgery time. The procedure was completed with a replacement device. Additional information received on september 22, 2016: healthcare facility - (B)(6).

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The tube is broken on its thread, next to the laser welding. When assembled with an insert, the broken part cannot fall so there is no risk of fragment in the patient. A thorough observation of the fracture area does no show visual evidence of a manufacturing or material defect. The tube bending is due to an excessive constraint on the tube. Although such breakages likely happen because of an excessive constraint applied on the tube during use, the investigation of past returned samples had highlighted a potential weakness of the laser weld after repetitive uses. As a consequence, an immediate design change was initiated for new batches by adding metal supply to the laser weld from (B)(6) 2016.